Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to leave the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging using the original charging supplies. Cts had previously sent new charging supplies, and no further assistance was required.